Manufacturer narrative:
Update - (B)(4) 2012 - pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2002, patient was implanted with a depuy pinnacle mom hip implant on her right side. The implant caused metal ions and particles to be released into patient's body. As a result, patient has been experiencing severe pain, discomfort and inflammation in her right thigh and groin. She also experiences loss of mobility. Patient will likely need to undergo revision surgery. Update (B)(6) 2012- pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
UDI: (B)(4).